Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery tests. The device was unable to prime during prime test due to faulty force sensor resistor. The device had minor scratches to lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the customer received multiple motor error alarms. The customer's blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.